Event description:
Patient was revised to address femoral loosening at the cement/implant interface. Depuy cement used.

Manufacturer narrative:
Examination of the submitted femoral component found evidence suggesting loosening in vivo. A search of the complaint database did not show any additional reports against the product lot code. The investigation could not draw any conclusions about the root cause of the femoral component loosening. Potential contributing factors include, but are not limited to, patient bone quality, cement technique, cement cure time. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.